Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The covidien representative in (B)(4) received a report that the customer stated the cannula could not be inserted in the pt during a tracheostomy as the tip of the cannula was not smooth. It was reported there was desaturation of the pt and the tube was removed and the pt was re-cannulated.